Event description:
Caller reported 30 mg/dl on aviva system, 60 mg/dl on advantage system within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(6).